Event description:
The nurse reported the device was used during a not named procedure. It was reported when the 512x trocar was removed at the end of the procedure, it was noted the safety shield was broken. The surgeon had spent almost an hr retrieving pieces and the scrub was trying to put them together "like a jagsaw puzzle" on the back table. 05/05/1999 md responded to this writer's no contact letter. Md stated that the pt underwent an ovarian cystectomy for the removal of a dermoid cyst. He stated that he had a difficult time inserting the trocar related to the pt's size. The md stated that the pt was 235 pounds andd 5'6" tall- this info was taken from the pt's admission data sheet. The procedure proceeded by the md performing an open laparoscopy, the trocar was instroduced into the fascial layer of the abdomen. During the irrigation of the abdomen, a part of the trocar floated up to the suction apparatus. The md stated that during the removal of the cyst wall, the trocar had to be removed. He stated that he did not notice any damage to the trocar, nor did his scrub nurse upon reinsertion of the trocar. The md stated that during the inital insertion, before thecut to the facial layer to perform the open laparoscopy, there was a large amount of adipose that was manipulated with the trocar. He stated that during this time, there was a large amount of torque pressure on the instrument. The trocar peices were retrieved endoscopically. Md stated that the pt went home on the 3rd post-operative day.